Manufacturer narrative:
The initial MDR was filed on oct 13, 2017. Additional information (10/16/2017): a siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced the reagent probe (r1), reagent probe (r2) pump panels and solenoid on r2. The cse checked ultrasonics and replaced the drain. The instrument is performing according to the specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant enzymatic creatinine results. Quality controls were within range on the day of event. A siemens headquarter support center (hsc) specialist evaluated the data related to the event. There was no indication of reagent delivery or foaming based on result monitors. There was no issue found with the photometer or cuvette windows. Well contamination could not be ruled out as not all tests from the well were repeated for confirmation. However no carryover pairs noted as prior reagents. The cause of the discordant enzymatic creatinine result is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely low enzymatic creatinine results were obtained on patient samples on a dimension exl with lm instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, with a new reagent well, resulting higher. The repeat results were reported to physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant enzymatic creatinine results.